Event description:
It was reported that during an unknown procedure, there was a device failure. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information was requested and the following was obtained: on what tissue type was the device used? Appendix. At what location on the tissue? Unknown. Was there an issue with firing the device? Yes. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Unknown. What color cartridge was used? Unknown. Was there an issue with cartridge installation? No. Did the device begin to cut and deploy staples? Yes. Were any staples deployed? Yes. Were the deployed staples formed? Incorrectly. How was the case completed? A new stapler. What is the current status of the patient? Fine. The analysis results found that the device was received in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The cartridge was taken off of the device and placed back on and it click into place. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.